Manufacturer narrative:
The device was discarded and the lot is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a (B)(6) infusor sv (small volume) was leaking from an unknown location. This was further described as ¿the bag that contained the device was wet. The blue winged cap was observed to be securely tightened without evidence of wetness or leak.¿ the issue was identified after the device was filled at the hospital prior to patient use. There was no patient involvement. No additional information is available.